Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the surgeon note that the patient had a ¿pannus formation¿ in her abdomen and believed that was the cause for the pump tilting. The surgeon evaluated the possibility of moving the pump to the posterior flank of the patient, but the patient has very little depth of tissue in the back. The surgeon believed moving the pump to the back would cause discomfort and decided instead to revise her pump pocket.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, : product type: catheter. Product ID: 8780, serial# (B)(4), implanted (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-oct-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (1 mg/ml at .5 mg/day) via an implantable infusion pump. It was reported that a collection of fluid (cerebrospinal fluid) was found in the patient¿s pump pocked about a month ago; 60ml of fluid was aspirated. It was noted that the pump was also found to be tilted. The pump pocket was opened and no csf was found. The catheter access port was accessed and noissues with the catheter was suspected. The pump segment was replaced with an equal length of catheter and discarded of.